Event description:
Use of salter labs 16soft-7 nasal o2 cannula (adult), 7', 0 to 6 lpm, non dehp: (B)(4). Gave me irritation and a burn-like reaction across face, behind ears and across throat, under chin where the "soft" opaque part of the cannula touched my skin. This reaction was red and painful. Treated by washing with mild soap and lots of water then using 1 percent hydrocortisone for 4 days until the "burn" was gone. I had previously used the salter labs 1600-7 product for many years without incident. I have retained the other cannulas if you want to test them. I suspect a production error in not rinsing the product thoroughly after treating the face "soft" part of the cannula with whatever agent they use to soften and make that face part more flexible.